Manufacturer narrative:
The investigation concluded that a higher-than-expected result was obtained from a single level of non-vitros biorad ethanol/ammonia control, lot 54420, using vitros ammonia (amon) slide lot: 1019-0266-4652 on a vitros xt 7600 integrated system. The assignable cause of the event was unable to be determined. Historical vitros amon qc was within expectation leading up to the event, indicating that vitros amon lot: 1019-0266-4652 was performing as expected in combination with the vitros xt7600 system. Additionally, within-run precision testing using vitros amon and vitros alkp were within ortho acceptable guidelines, further indicating that vitros amon was performing as expected and that the vitros xt7600 was not a likely contributor to the event. Continual tracking and trending does not indicate a systemic issue with vitros amon lot: 1019-0266-4652.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected result was obtained from a single level of non-vitros biorad ethanol/ammonia control, lot: 54420, using vitros ammonia (amon) slide lot: 1019-0266-4652 on a vitros xt 7600 integrated system. Biorad level 2 amon results of 111.3? Mol/l versus the expected result of 91.2? Mol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not process any patient samples while the quality control results were outside expectation, and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).